Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan to report the onetouch ultra2 meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On the morning of (B)(6), 2014 the patient obtained the error message error 2 on the reported meter; he was unable to obtain a blood glucose reading. The patient took his usual dose of the oral diabetes medication metformin 500 mg. Ten minutes afterwards, the patient experienced the symptoms of sweating, dizziness and impaired vision. The patient was treated with food and/or a drink to alleviate his symptoms. Troubleshooting revealed the patient¿s test strips were correct. It was also determined the patient¿s technique of applying the blood sample to the test strip was incorrect, causing the error message. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient¿s testing technique was incorrect, resulting in the received error message, which indicated an issue with the test strip. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia after the meter issue occurred, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.